Event description:
Pt implanted with prodisc-c on an unk date. Pt complained of ongoing neck pain and returned to operating room on (B)(6) 2012 for hardware removal. Surgeon removed all prodisc-c implant and revised pt with cslp small stature plate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Review of the device history record for the assembly and raw material indicates that no discrepancies were noted that would be associated with this complaint.